Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue and the clip opening after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During preparation with the clip delivery system (cds), it was noted that the grippers were not always lowering. The cds was advanced to the left atrium; however, it was again noted that the grippers were not always lowering. Troubleshooting was performed, and the clip was deployed, reducing the mr to 1. After deployment, the clip opened about 10 degrees. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Patient codes: device codes: internal file number (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific manufacturing issue. All available information was investigated and a definitive cause for the reported clip open while locked and difficult gripper actuation issue in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.